Event description:
Additional information was received. The suspected cause of the issue was an ethernet/crossover cable, but this could not be confirmed as the issue could not be replicated.

Manufacturer narrative:
B5) additional information provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software investigation was unable to determine probable cause without further information since the behavior could not be replicated. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 9733686, version (B)(4). A medtronic representative went to the site to troubleshoot the equipment. Further troubleshooting was performed by attempting to manually push the images with no success. The manufacturing representative verified the digital intercommunication of medicine (dicom) connection between the imaging and navigation system. On the navigation system, there were several copies of the patient scans under a CT exam. Those were deleted and the manufacturing representative attempted to push the imaging system scans to a CT procedure on the navigation system and of the multiple times that were tried, one scan was pushed. One week later, a system checkout was performed. The system performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the navigation system was having issues with receiving images from the imaging system. The site was able to take 3d navigated images for the case and when taking the 3d post-op images, they would not transfer to the navigation system and the navigation system just said the images were waiting to be transferred. The site had tried new ethernet cables, manually transferring over the images, and checking all green status bars on the system. The images did have navigated tags. The procedure was able to be completed because the site did not need to navigate again after the post-op scan. The images were viewed on the mobile view station (mvs) of the imaging system, and were not needed on the navigation system to navigate. There was no reported delay to the procedure and no impact to patient outcome as a result of this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was confirmed that the cause of the issue was due to an ethernet crossover cable at the site.